Manufacturer narrative:
(B)(4). Per the customer, the issues were discovered several months ago. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had an issue with clogging. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. Flow testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.